Event description:
Patient reported left side fatigue, headaches, back pain, shoulder pain, indentations in implants, bruising on sides, anxiety, dry eyes, dry mouth, "very sick", "got covid 5 times", ear infection, and capsular contracture baker grade IV. The events of fatigue, headache, back pain, shoulder pain, dry eyes, dry mouth, and "got covid 5 times" are not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ visibility/palpability: unable to observe as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ malaise-ndr: not applicable as the event is not related to the device. ¿ headache-ndr: not applicable as the event is not related to the device. ¿ pain-ndr: not applicable as the event is not related to the device. ¿ bruising-ndr: not applicable as the event is not related to the device. ¿ varied injuries-ndr: not applicable as the event is not related to the device. ¿ infection-ndr: not applicable as the event is not related to the device. Additional observations: ¿ observed creases on the device.

Event description:
Patient reported left side fatigue, headaches, back pain, shoulder pain, indentations in implants, bruising on sides, anxiety, dry eyes, dry mouth, "very sick", "got covid 5 times", ear infection, and capsular contracture baker grade IV. The events of fatigue, headache, back pain, shoulder pain, dry eyes, dry mouth, and "got covid 5 times" are not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, visibility/palpability, anxiety-product/procedure; not device related: malaise, headache, pain, infection, varied injuries.

Event description:
Patient reported left side fatigue, headaches, back pain, shoulder pain, indentations in implants, bruising on sides, anxiety, dry eyes, dry mouth, "very sick", "got covid 5 times", ear infection, and capsular contracture baker grade IV. The events of fatigue, headache, back pain, shoulder pain, dry eyes, dry mouth, and "got covid 5 times" are not device related. Device has been explanted.